Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the photo. The root cause for the septum leakage is the cannula insertion being offset. Deformation of the primary septum may have also increased friction during assembly. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Isolation plug leaked blood during use, defective quantity 1, defective product can be returned, photos provided. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.